Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® sst¿ blood collection tubes, 1 tube had a loose stopper and opened during transport. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for stopper creepout/loose stopper was observed. Additionally, 5 retention samples from bd inventory were functionally evaluated for stopper function and no stopper creepout/loose stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout/loose stoppers based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® sst¿ blood collection tubes, 1 tube had a loose stopper and opened during transport. There was no health impact or consequences reported.